Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('geital hemorrhage') in an adult female patient who had essure (batch no. 50505072-valid, 50505080-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, depression, anxiety, breast tenderness, sweating, vitamin d deficiency, perineal pain, pelvic pain, ovarian cyst nos and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and oxybutynin from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pollakiuria ("bladder or urinary problems or changes-I don't have to go to the bathroom as often now . I can hold and control it a lot better now") and fatigue ("fatigue"). In 2011, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: gain"). In 2012, the patient experienced abdominal pain upper ("stomach pain / pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition : acid reflux"). In 2016, the patient experienced migraine ("migraines / headaches") and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes-I don't have to go to the bathroom as often now . I can hold and control it a lot better now"), rash ("rashes or skin conditions -"), vaginal discharge ("vaginal discharge"), trichorrhexis ("hair breakage"), skin disorder ("rash or skin disorder") and complication of device insertion ("failed left tube essure and lap with left tubal ligation."). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, weight increased, rash, vaginal discharge, skin disorder and complication of device insertion outcome was unknown, the abdominal pain upper, dyspareunia and fatigue had resolved and the urinary incontinence, pollakiuria, alopecia and trichorrhexis was resolving. The reporter considered abdominal pain upper, alopecia, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pollakiuria, rash, skin disorder, trichorrhexis, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: description of surgery: both tubal ostia were visualized; the right fallopian tube was then cannulated, essure device deployed with 2 coils showing. Next, the left fallopian tube was attempted to be cannulated; however, was unable to get past approx. 0.5cm in the fallopian tube despite multiple manipulations. Therefore, the hysteroscope was removed and the decision was made to proceed with laparoscopic left tubal ligation. Pelvic and abdominal organs were carefully inspected. The essure device apparent in the right fallopian tube and no pathology was noted on the left fallopian tube. Complications: unable to cannulate the left fallopian tube hysteroscopically. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headaches, alopecia., fatigue, weight gain. Lot number (50505080) is invalid. Lot number (50505072) is valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('geital hemorrhage') in an adult female patient who had essure (batch no. 50505072-valid, 50505080-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, depression, anxiety, breast tenderness, sweating, vitamin d deficiency, perineal pain, pelvic pain, ovarian cyst nos and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and oxybutynin from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pollakiuria ("bladder or urinary problems or changes-I don't have to go to the bathroom as often now . I can hold and control it a lot better now") and fatigue ("fatigue"). In 2011, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: gain"). In 2012, the patient experienced abdominal pain upper ("stomach pain / pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition : acid reflux"). In 2016, the patient experienced migraine ("migraines / headaches") and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes-I don't have to go to the bathroom as often now . I can hold and control it a lot better now"), rash ("rashes or skin conditions -"), vaginal discharge ("vaginal discharge"), trichorrhexis ("hair breakage"), skin disorder ("rash or skin disorder") and complication of device insertion ("failed left tube essure and lap with left tubal ligation."). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, weight increased, rash, vaginal discharge, skin disorder and complication of device insertion outcome was unknown, the abdominal pain upper, dyspareunia and fatigue had resolved and the urinary incontinence, pollakiuria, alopecia and trichorrhexis was resolving. The reporter considered abdominal pain upper, alopecia, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pollakiuria, rash, skin disorder, trichorrhexis, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: description of surgery: both tubal ostia were visualized; the right fallopian tube was then cannulated, essure device deployed with 2 coils showing. Next, the left fallopian tube was attempted to be cannulated; however, was unable to get past approx. 0.5cm in the fallopian tube despite multiple manipulations. Therefore, the hysteroscope was removed and the decision was made to proceed with laparoscopic left tubal ligation. Pelvic and abdominal organs were carefully inspected. The essure device apparent in the right fallopian tube and no pathology was noted on the left fallopian tube. Complications: unable to cannulate the left fallopian tube hysteroscopically. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headaches, alopecia, fatigue, weight gain. Lot number: 50505072 manufacture date: 2010-02 expiration date: 2013-02. Lot number (50505080) is inv. Lot number (50505080) is inv. Lot number (50505072) is valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital hemorrhage') in an adult female patient who had essure (batch no. 50505072, 50505080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, depression, anxiety, breast tenderness, sweating, vitamin d deficiency, perineal pain, pelvic pain, ovarian cyst and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and oxybutynin from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pollakiuria ("bladder or urinary problems or changes-I don't have to go to the bathroom as often now . I can hold and control it a lot better now") and fatigue ("fatigue"). In 2011, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: gain"). In 2012, the patient experienced abdominal pain upper ("stomach pain / pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition : acid reflux"). In 2016, the patient experienced migraine ("migraines / headaches") and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes-I don't have to go to the bathroom as often now . I can hold and control it a lot better now"), rash ("rashes or skin conditions -"), vaginal discharge ("vaginal discharge"), trichorrhexis ("hair breakage"), skin disorder ("rash or skin disorder") and complication of device insertion ("failed left tube essure and lap with left tubal ligation."). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, weight increased, rash, vaginal discharge, skin disorder and complication of device insertion outcome was unknown, the abdominal pain upper, dyspareunia and fatigue had resolved and the urinary incontinence, pollakiuria, alopecia and trichorrhexis was resolving. The reporter considered abdominal pain upper, alopecia, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pollakiuria, rash, skin disorder, trichorrhexis, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: description of surgery: both tubal ostia were visualized; the right fallopian tube was then cannulated, essure device deployed with 2 coils showing. Next, the left fallopian tube was attempted to be cannulated; however, was unable to get past approx. 0.5cm in the fallopian tube despite multiple manipulations. Therefore, the hysteroscope was removed and the decision was made to proceed with laparoscopic left tubal ligation. Pelvic and abdominal organs were carefully inspected. The essure device apparent in the right fallopian tube and no pathology was noted on the left fallopian tube. Complications: unable to cannulate the left fallopian tube hysteroscopically. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram on (B)(6) 2010: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headaches, alopecia., fatigue, weight gain. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received : lot no.'s was added. New events, "abnormal bleeding (general); apareunia; bladder or urinary problems or changes; dysmenorrhea; dyspareunia; fatigue; gastrointestinal or digestive system condition; hair loss; infection (bladder/urinary tract/vaginal); pain; rashes or skin conditions; vaginal discharge; vision/eye problems; weight gain, stomach pain, hair breakage" were added. Outcome of events, "hair loss, hair breakage, bladder and urinary problems" was updated to "recovering/resolving". Outcome of events, "stomach pain, fatigue, dyspareunia" was updated to "recovered/resolved". Onset dates of events were added. Patient's information and product information was updated. New reporter contact information, patient's demographics, concomitant medications were added. Medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('geital hemorrhage') in an adult female patient who had essure (batch no. 50505072-valid, 50505080-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, depression, anxiety, breast tenderness, sweating, vitamin d deficiency, perineal pain, pelvic pain, ovarian cyst nos and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and oxybutynin from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pollakiuria ("bladder or urinary problems or changes-I don't have to go to the bathroom as often now . I can hold and control it a lot better now") and fatigue ("fatigue"). In 2011, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: gain"). In 2012, the patient experienced abdominal pain upper ("stomach pain / pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition : acid reflux"). In 2016, the patient experienced migraine ("migraines / headaches") and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though / bladder/urinary problems: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: I don't remember , it was one of them or all of them. But at different times though"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes-I don't have to go to the bathroom as often now . I can hold and control it a lot better now"), rash ("rashes or skin conditions -"), vaginal discharge ("vaginal discharge"), trichorrhexis ("hair breakage"), skin disorder ("rash or skin disorder") and complication of device insertion ("failed left tube essure and lap with left tubal ligation."). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, weight increased, rash, vaginal discharge, skin disorder and complication of device insertion outcome was unknown, the abdominal pain upper, dyspareunia and fatigue had resolved and the urinary incontinence, pollakiuria, alopecia and trichorrhexis was resolving. The reporter considered abdominal pain upper, alopecia, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pollakiuria, rash, skin disorder, trichorrhexis, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: description of surgery: both tubal ostia were visualized; the right fallopian tube was then cannulated, essure device deployed with 2 coils showing. Next, the left fallopian tube was attempted to be cannulated; however, was unable to get past approx. 0.5cm in the fallopian tube despite multiple manipulations. Therefore, the hysteroscope was removed and the decision was made to proceed with laparoscopic left tubal ligation. Pelvic and abdominal organs were carefully inspected. The essure device apparent in the right fallopian tube and no pathology was noted on the left fallopian tube. Complications: unable to cannulate the left fallopian tube hysteroscopically. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded).. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headaches, alopecia., fatigue, weight gain, lot number: 50505072 manufacture date: 2010-02 expiration date: 2013-02. Lot number (50505080) is inv. Lot number (50505080) is inv lot number (50505072) is valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new event, "bladder/urinary problems: bladder infection" was added. Essure insertion date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.